Event description:
It was reported that on (B)(6) 2011, the patient presented with a myocardial infarction. Angiography revealed 99% stenosis in an unknown previously placed stent in the proximal circumflex. Pre-dilatation was performed and the 3.0 x 18 mm xience v stent was deployed. Post-dilatation was performed and another 3.0 x 18 mm xience v stent was deployed. Post-dilatation was performed. Angiography revealed no residual stenosis with timi iii flow, and the patient was discharged. The patient presented with myocardial infarction on (B)(6) 2012. Angiography revealed thrombotic occlusion in the previously placed stent. Dilatation an thrombectomy were performed. The thrombus was removed and the patient was treated with medications including heparin, angiomax, integrilin, and plavix non-responder. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction (mi) and thrombosis, as listed in the instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. (B)(4). The additional 3.0 x 18 mm xience v referenced is being filed under a separate medwatch report.